Manufacturer narrative:
Since the device was not returned to galil for investigation, physical examination of the device could not be performed. If the device is returned to galil, a supplemental report will be submitted. Hematoma is a known potential adverse event associated with cryoablation and is documented in the product labeling.

Event description:
It was reported that a subject enrolled in a clinical study, developed a hematoma after puncture. The subject experienced anemia which required a blood transfusion. The patient was hospitalized for five days instead of the two routine days. There were no device malfunction or other patient sequelae reported.